Event description:
Reporter alleged blood glucose measured 60 mg/dl back to back with a result of 108 mg/dl when performed within one minute of each other. No actions were taken or treatment received as a result reportedly. A request was made for the return of the suspect device and replacement product was sent.